Event description:
It was reported that there was a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer continued to use the pump with instructions to call back if the issue recurred.